Event description:
The customer reported device not running with the green light illuminated. The amber light was continously on and had been since priming 9 hours prior. Gambro rep was contaced. There were no alarms overridden, self-test had been completed. The rn launched an additional self-test and this did not clear the amber light. She later re-booted the machine (when having to change a set) and the machine then began to run with the green light illuminated. This situation happened again 24 hours later. Pt is still on the machine, so pc data is not available. No blood loss was reported.

Manufacturer narrative:
No pt injury was reported. Technical data files were requested. The mfg site will conduct further investigation. A follow up report will be submitted as soon as the investigation has been concluded.